Event description:
It was reported that a site was obtaining an warning message stating "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance or other reason). Reprogram the pulse generator to a lower output current and a wider pulse width" when they would perform a final interrogation after adjusting the patient's settings. The nurse stated he would re-perform the systems diagnostics, re-interrogate the device, and then the programmed settings would appear without any warning message. The nurse stated this has happened with a total of three patients. This MDR will house the second patient, MDR 1644487-2010-01146 will house the first patient, and MDR 1644487-2010-01144 will house the third patient. Good faith attempts to obtain add'l info including pt and product info have been unsuccessful to date.